Event description:
It was reported that an event occurred at the last pump refill, on 2014-(B)(6), and ¿one other time¿, but it wasn¿t nearly as bad and ¿only a little bit leaked out¿. At the most recent refill, the healthcare provider (hcp) inserted the needle, extracted what little medication was left in the pump and then refilled the pump. As soon as the hcp ¿pulled the needle out the port did not fill¿. The medication started to seep back out of the little spot where the needle had been inserted. The patient could feel it run down her side. So the hcp put the needle back in when she couldn¿t get it to stop and extracted what still was left in the pump. The hcp then asked the patient how old her pump was. The patient indicated that it was just implanted in october and that it was not old at all. So the hcp then injected the medication back in. The patient ended up with ¿a little bubble¿, which was still there at the time of this report, but wasn¿t there before. It was like a ¿little protrusion¿. The patient wanted to know if she should be concerned that there could have been something wrong with the port area. When this event previously occurred, in january, it was a little bit that seeped out and then stopped. It was noted that the hcp was sure she was in the port, because otherwise the patient ¿wouldn¿t be here right now¿. The pain would have been so great without the medication. It was noted that the hcp¿s office used a template, but currently used fluoroscopy to refill the pump and a nurse marked a dot where the port was. It was asked if it was discovered that there was an issue with the port if there was a warranty. The device system was used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).